Manufacturer narrative:
(B)(4) - supplemental MDR - needle pulled out of hub. One photo was provided showing a syringe with a needle assembly that includes a safety mechanism but is missing the needle. Based on the investigation and review of the photo, the reported symptom is confirmed. However, because an actual product sample was not available for analysis, a probable root cause could not be determined. A device history record review was completed for material number 306610, lot 5304527. All in process and final visual inspections were performed as required, and no quality notifications related to the reported condition were identified. The lot met acceptance criteria per the inspection control plan, was approved for shipment, and is in compliance with the applicable product specifications. Complaints received for this device and reported condition will continue to be tracked and trended. This information will be captured in monthly trend reports and monitored for any emerging patterns by our business team.

Event description:
No additional information was provided.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd needle sftygld 23x1 rb mck needle pulled out of hub. Verbatim: rcc received a complaint via email. Email(s) attached. A licensed practical nurse (lpn) prepared a vaccination using the same type of needle, a 23g x 1"" needle with lot number 5304527. The lpn administered the vaccine as intended. When withdrawing the syringe from the patient, the needle disengaged from the luer-lock connection and remained suspended within the safety mechanism in an unsecured manner. This created a potential needle-stick hazard for the lpn. To mitigate risk and allow for further evaluation, the device was set aside for management review and documentation. After a photograph was taken for reference, the needle was safely disposed of in the sharps container in accordance with established safety procedures." Additional information was received on january 26th 2026. Was the needle removed completely by the lpn and did it appear to be intact? The needle was removed completely by the medical assistant and she did report that it was intact. Did the patient have to have any imaging or further follow up? The patient did not have any further imaging or follow-up. Did the patient experience any discomfort after needle was removed? The patient did not have any discomfort after the needle was removed.